Manufacturer narrative:
##Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #:  1420 / catalog #:  1420 / expiration date: 31-oct-2024 / serial or lot#:  (B)(6). D9: no. H3: no. H4: mfg date: 01-nov-2023. H5: no.  H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced an event involving a ventricular assist device (vad) and a controller. The patient was twirling the controller around by the end of the driveline, which initiated an electrical fault. This led to high watt alarms and several double power disconnects recorded in logfiles. The patient, who was frequently confused, accidentally disconnected both power sources and the controller exhibited a loss of power. The driveline showed normal wear and sheath damage. Staff attempted to stabilize the driveline with tape and silenced the electrical fault. The vad also exhibited low flow alarms. The patient was on comfort care only for an undisclosed reason, and no intervention from heartware was performed. The vad and controller remain in use.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system- serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. There is no evidence that (B)(6) had previously been serviced. A review of the device history record confirmed that the associated pump met all requirements for release. Log file analysis associated with (B)(6) revealed three (3) controller power up events on 22/nov/2024 at 05:24:27, at 05:25:36, and at 17:02:22, indicating a loss of power to the controller. The controller was without power for sixteen (16) seconds, thirteen (13) seconds, and ten (10) seconds respectively. No anomalies were observed leading up to the losses of power. Review of the event log file revealed ten (10) reactivation events were logged between 16/nov/2024 and 26/nov/2024; all ten (10) of the reactivation events indicated an over current condition on the rear stator, resulting in the pump running on a single stator. Further review of the alarm log file revealed four (4) electrical fault alarms were logged on (B)(6) 2024 at 20:17:37, (B)(6)2024 at 21:33:43 and on (B)(6) 2024 at 08:48:35 and at 09:08:10, due to an overcurrent condition in the rear stator resulting in the pump running on a single stator (front stator only). Four (4) high watt alarms were then logged on (B)(6) 2024, due to the increased power consumption required to run on a single stator. Additionally, log file analysis revealed two (2) low flow alarms were logged since 28/aug/2024. As a result, the reported electrical fault alarm, loss of power, high watt alarm, and low flow events were confirmed. The reported driveline sheath damage and self repair event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the electrical fault alarms, high watt alarm and observed reactivation events due to an overcurrent condition can be attributed, but not limited, to a short in the driveline likely due to damage to the controller driveline port, driveline connector, existing driveline damage, and/or "twirling the controller around by the end of the driveline", as described in the event details. The reported driveline sheath wear and damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. A possible root cause of the loss of power event can be attributed to the double disconnection of power sources as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is no closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.